Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an unusual issue where an hour glass initially appears and goes to a black screen on his onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 about 10am. The patient manages his diabetes with insulin pump therapy. It is not known if the patient made changes to his usual management routine at the time of the alleged issue. About 2-3 hours after the start of the alleged issue, the patient claimed he felt a symptom of frequent urination. At 2pm that same day, the patient administered self 5 units of insulin (type not specified). It is not known if the patient tested on another device. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.